Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The absolute pro vascular referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was performed to treat a lesion in the superficial femoral artery (sfa) and the iliac vessel, both with moderate calcification. The 7x150mm armada 35 balloon dilatation catheter (bdc) was advanced to the sfa lesion without issue, but ruptured at 5 atmospheres. The bdc was removed without issue and replaced with a new armada 35 bdc. The 6.0x60mm absolute pro vascular stent delivery system (sds) was advanced to the iliac lesion. Mid-deployment, the thumbwheel jammed. The handle was cracked open, and the stent was deployed manually. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.